Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the clinician stated the wire was "frayed and falling apart". It is believed the wire was being used to exchanged a non-arrow device. There was no patient death or complications reported and the patient had a normal outcome. No add'l info is available.